Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that non-invasive programmed stimulation (nips) testing and defibrillation threshold testing (dft) were performed on this patient. Successful induction occurred; however, the shock impedance measurement was not recorded. Approximately 8 weeks later, an alert for a shocking impedance measurement greater than 125 ohms was generated. Review of the stored data identified a gradual increase in the impedance measurements which were now greater than 125 ohms. A boston scientific technical services consultant documented and discussed the clinical observations. The patient will continue to be monitored. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that non-invasive programmed stimulation (nips) testing and defibrillation threshold testing (dft) were performed on this patient. Successful induction occurred; however, the shock impedance measurement was not recorded. Approximately 8 weeks later, an alert for a shocking impedance measurement greater than 125 ohms was generated. Review of the stored data identified a gradual increase in the impedance measurements which were now greater than 125 ohms. A boston scientific technical services consultant documented and discussed the clinical observations. The patient will continue to be monitored. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
It was reported that non-invasive programmed stimulation (nips) testing and defibrillation threshold testing (dft) were performed on this patient. Successful induction occurred; however, the shock impedance measurement was not recorded. Approximately 8 weeks later, an alert for a shocking impedance measurement greater than 125 ohms was generated. Review of the stored data identified a gradual increase in the impedance measurements which were now greater than 125 ohms. A boston scientific technical services consultant documented and discussed the clinical observations. The patient will continue to be monitored. No additional adverse patient effects were reported. It was reported that this device was subsequently explanted for normal battery depletion and returned for routine evaluation. No adverse patient effects were reported.